Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. The device has been explanted.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight to the spec. And an opening. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. Based on the device analysis, the final assessment is a striated edge opening on the anterior side assessed as surgical damage. Additional, corrected, and/or changed data.